Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) that discovered the issue replaced the fiber-optic sensor extension. The stm then completed the schedule pm and performed all calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was found to be broken. There was no patient involvement and no adverse event was reported.